Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 282mg/dl at the time of the incident. The customer reported her pump stopped working because she thinks the battery exploded in it and the screen was blank. The customer reported that when she opened the battery compartment and took out the battery it was wet. The customer stated the display was blank less than 30 seconds. The customer stated display was blank currently. Insert battery alarm did not display on the pump screen. The customer stated that when she tried another battery at the time the display came back on for a day and then it went back off. Customer tried another battery and the display did not come back and the inside of the battery compartment was all white. The customer stated that the battery compartment and spring was corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, and displacement test. Device powered up properly after battery installation. No blank display noted. Device was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.